Manufacturer narrative:
Internal report # (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-58: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strips UDI: (B)(4). Note: manufacturer contacted customer in a follow-up call to ensure the customer's products are working as intended - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for hi blood glucose test results. Daughter is calling on behalf of the customer. The customer is concerned with test results from results obtained of hi. The result of hi was obtained three or more hours after eating. Daughter did not know customer's expected blood glucose test result range. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. Daughter declined to have the customer perform a back to back blood test during the call. The product is stored according to specification in the living area. Daughter had just purchased the vial of test strips 08/06/2019. The test strip lot manufacturer's expiration date is 11/16/2020 and open vial date is 08/06/2019. The meter memory was reviewed for previous test result history: (B)(6).

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) sections with additional information as of 14-may-2020: h10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed. Internal report # (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-18: user has high glucose value. Test strips UDI: (B)(4). Note: manufacturer contacted customer in a follow-up call to ensure the customer's products are working as intended - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for hi blood glucose test results. Daughter is calling on behalf of the customer. The customer is concerned with test results from results obtained of hi. The result of hi was obtained three or more hours after eating. Daughter did not know customer's expected blood glucose test result range. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. Daughter declined to have the customer perform a back to back blood test during the call. The product is stored according to specification in the living area. Daughter had just purchased the vial of test strips (B)(6) 2019. The test strip lot manufacturer's expiration date is 11/16/2020 and open vial date is (B)(6) 2019. The meter memory was reviewed for previous test result history: result 1: hi, date: (B)(6) 2019, time: 5:00pm, fasting. Result 2: n/a. Result 3: n/a. Result 4: n/a. Result 5: n/a.

Manufacturer narrative:
(Manufacturer narrative = f, corrected data = t) internal report (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-18: user has high glucose value. Test strips UDI: (B)(4). Note: manufacturer contacted customer in a follow-up call to ensure the customer's products are working as intended - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for hi blood glucose test results. Daughter is calling on behalf of the customer. The customer is concerned with test results from results obtained of hi. The result of hi was obtained three or more hours after eating. Daughter did not know customer's expected blood glucose test result range. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. Daughter declined to have the customer perform a back to back blood test during the call. The product is stored according to specification in the living area. Daughter had just purchased the vial of test strips (B)(6) 2019.the test strip lot manufacturer's expiration date is 11/16/2020 and open vial date is (B)(6) 2019. The meter memory was reviewed for previous test result history: result 1: hi date:(B)(6) 2019 time: 5:00pm fasting.